Event description:
Procedure: lap hepatectomy. Reportedly, when the device was applied and tissue retrieval was attempted the pouch tore along the perforation. A similar device was applied to complete the procedure. There were no adverse affects to the pt.